Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6 was failed and unable to recover. A field service engineer remoted into the device and found no active failures. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es main drawer 6 malfunctioned and could not be recovered. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.